Event description:
The pt was injected in an undisclosed area. The pt allegedly developed swelling, redness, and had drainage administered.

Manufacturer narrative:
No lot number or further info was given at time of report after a number of attempts. Date of event and implant are estimates. This MDR is deemed closed.